Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and indicated pump replacement. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify unexpected battery power loss and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. There were no fatal¿critical¿alarms, or¿three consecutive¿critical handling alarms found in the formatted history file. However, critical pump error (open book image) alarm triggered by multiple consecutive pump error 63 alarms on (B)(6) 2024 16:15:00.000, (twice) on (B)(6) 2024 16:15:11.000, (B)(6) 2024 16:16:00.000 and (twice) on (B)(6) 2024 16:16:28.000 according in the error log file/detailed trace file. As per global logic analysis, pump error 63 alarms (lcd) (line ID: 19825, file ID: 49, line ID: 2320, file ID: 49 and line ID: 704, file ID: 2006), suspected on hw. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 14-jul-2024 in the formatted history file. Low battery alert was found on: (B)(6) /2024 00:06:00.000 (B)(6) 2024 09:20:00.000 replace battery alert was found on: (B)(6) 2024 09:37:00.000 replace battery now alarm was found on: (B)(6) 2024 10:08:00.000 insert battery alarm was found on: (B)(6) 2024 10:09:49.000 (B)(6) 2024 11:01:32.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 7:45:56 pm. There was no power data available for the dates of (B)(6) 2024 and (B)(6)2024. Unable to check power data for low battery alert and replace battery alert/replace battery now alarm. Unbale to test for low battery alert and replace battery alert/replace battery now alarm due to critical pump error (open book image) alarm. Low battery alert and replace battery alert/replace battery now alarm were unknown. Sensorerroralert (801) was found on: (B)(6) 2024 13:15:02.000 07/11/2024 14:30:01.000 sensorexpiredalert (794) was found on: 07/10/2024 23:45:16.000 07/10/2024 23:55:00.000 unable to test for sensor error alert and sensor expired alert due to critical pump error (open book image) alarm. Sensor error alert and sensor expired alert were unknown. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a cracked case and a scratched case. Unable to verify unexpected battery power loss and perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarms due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.